Manufacturer narrative:
Correction: b5 re-written to appropriate formatting and without abbreviations. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia/ renal failure/ anemia: the cause of the injury was not determined due to insufficient clinical details. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient thrombocytopenia and received 2 units of packed red blood cell (prbc), 2 units of cryoprecipitate (cryo), 2 units platelets, and 2 units of fresh frozen plasma (ffp) as treatment. 2 days later the patient was placed on continuous renal replacement therapy (crrt) and the amio drop was stopped due to renal failure. Sepsis was a concern and the patient was started on broad spectrum antibiotics. Two days after stopping the amio drip the patient developed atrial fibrillation and rapid ventricular response (rvr), the amio drip was re-started. 10 days late the patient's hemoglobin can back low and was given 1 unit of prbc. The patient was reported to still be on support.

Manufacturer narrative:
D6b: added the explant date.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Thrombocytopenia, blood transfusion. Aware: 7 nov 2025. Occurrence: (B)(6) 2025. (B)(4): anticoagulation will be started tomorrow due to low platelets. Patient received 2 unit prbc, 2 cryo, 2 platelets, 2 ffp. Renal failure, additional device required. Aware: 9 nov 2025. Occurrence: (B)(6) 2025. (B)(4): patient is going on crrt at 1400 today. Labs have all inclined in the past 24hrs. Amio has been turned off in concerns for further damage to kidneys. Medication required, sepsis. Hit came back positive and patient switched to bival. Patient on crrt lactic clearing slowly. Care team discussing spesis, on broad spectrum antibiotics. Values trending. Paroxysmal atrial fibrillation. Aware: 11 nov 2025. Occurrence: (B)(6) 2025. (B)(4): patient experiencing afib/rvr and amio got started again. Anemia aware: 25 nov 2025, occurrence: (B)(6) 2025. (B)(4): hgb low 1 unit prbcs.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.